Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Placeholder.

Event description:
We received a report that during the implantation of an ar40e intraocular lens (iol)the trailing haptic was broken about 1-2 mm from the optic insertion. The barb-like portion caused the lens to decenter and caused a posterior capsule rupture. An anterior vitrectomy was performed and a new lens was inserted into the sulcus. The surgeon noted there were no loading issues with the device prior to the event. The patient further experienced high post-operative intraocular pressure and put on ''diamond'' for five days. At 1 week post-op her unaided visual acuity was 20/30+. Her iop was normal and she was feeling fine. The doctor did not expect any long term sequelae.

Manufacturer narrative:
A review of the manufacturing records was performed. All process operations in the manufacturing record were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint reported. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint reported. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.